Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing an occlusion alarm on the ilet bionic pancreas. The set was changed and insulin delivery resumed. The user¿s blood glucose levels were not affected, and no adverse health effects were reported.